Manufacturer narrative:
Conclusions: no eval will be performed. The labeling application technique provides the following steps (along with corresponding colored photos), regarding the importance of applying pressure; 1688 p.i.v. Application technique: prepare the site according to your facility's protocol. Allow all preps and skin protectants to dry completely. Open package and remove sterile dressing. Peel liner from dressing, exposing adhesive surface. Flip dressing over so adhesive faces skin. Positioning notched edge of dressing over catheter hub, place stabilization border over catheter "wings". Smooth down all dressing surfaces. Device should be stabilized according to facility protocol. Slowly remove paper frame while continuing to smooth down outer edges of transparent dressing. Smooth dressing from center toward edges using firm pressure to enhance adhesion. Remove the large precut notched sterile tape. Apply tape strip across the stabilization border of the dressing over the catheter hub. The notch opening should face away from the catheter insertion site, or be parallel with the dressing notch. Press all surfaces firmly but gently to enhance adhesion. Label dressing according to your facility's protocol. Secure catheter lumens or extensions.

Event description:
Health care facility was participating in an evaluation of the tegaderm 1688 advanced securement dressing. The health care facility alleges that the dressing lifted after being placed on the PICC line and then the PICC line become dislodged. Unfortunately, MFR is unable to obtain additional specific info from the facility. During the first week of the eval, there were six PICC lines that were dislodged and replaced. It has been determined that the event is likely due to misapplication (inadequate pressure on the film portion of the dressing to ensure sufficient adherence of the dressing to the skin) and not a failure of the dressing.